Event description:
It was reported an issue with monosyn suture. The client reported that during suturing the thread comes off the needle after a few stitches. The event did not cause any significant delay in the surgical procedure; the device was promptly replaced with a new wire. The patient did not report any clinical consequences, not even minimal.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints about this code batch which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 47 closed samples. To evaluate the conformity of these units, we performed the following tests: -tightness test to the closed samples received has been performed and the units are tight. -needle attachment strength results conducted on the 47 closed samples received are 0.97 kgf in average and 0.45 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirement regarding needle attachment strength. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.